Event description:
It was reported that this patient received an inappropriate shock recently. The patient had also received an inappropriate shock previously (B)(6) 2020. Troubleshooting was performed and some minor noise was observed in the primary vector when the patient tightened their abdominal and pectoral muscles. It was noted that the secondary vector appeared to be a better vector option for this patient, thus the device was reprogrammed to the secondary vector. The device remains implanted. No adverse patient effects were reported.